Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the sterile packaging has been opened; poly bag is torn and shows dark discoloration; stem contains white debris on the proximal end. Device history record (DHR) was reviewed and no discrepancies were found. The product was likely conforming when it left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic bag the implant was in is completely damaged and there is also some residue and debris inside of the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.